Event description:
During product service by a service technician, a flo-gard infusion pump was found to display an f-63 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-63 alarm was identified during functional testing. The cause of the condition was determined to be a damaged cpu board. To correct the condition, the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.